Event description:
The welch allyn vital machine at (B)(6) in (B)(6) is a gaming machine providing false readings for pulse; and the business doesn't have a license. It is not accurate at all. It is not possible to go from 101 pulse to 103: only from 99 to 101 or higher. Now I can't even afford a (B)(6) nugget from mcdonald's. Thanks for starving me FDA and usda (u.s. Department of agriculture).